Event description:
Nursing home resident was ambulating in the hall with the walker. The front leg on the left side of walker broke just below the front lower cross brace. The leg of the walker bent and then broke backwards causing him to fall to the floor. Resident was assessed for injuries and a skin tear on his left arm above the elbow was evident. The area was cleansed with betadine, then a & d ointment and dry sterile dressing was applied. Walker was brought to the nursing office the following day. I evaluated the walker and sent it to our physical therapy department. We were not able to identify the manufacturer, brand name, model number, serial number, or lot number as there was no label of identification. The walker was discardeddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: expected wear/deterioration, none or unknown. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.